Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that they were  currently not tracking their symptoms because her leads have moved and need to be re-positioned. They  saw a doctor about her leads and that doctor replaced their bandage but did nothing with the leads. The patient will begin evaluating again in 7 to 10 days when their doctor is available to re-position the leads.  No further complications were reported/anticipated at this time.